Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6).

Event description:
It was reported that high impedance and high thresholds were observed. Lead damage suspected. Lead was explanted and replaced.